Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that multiple machines experienced burnt triacs. Upon follow up, the bmt stated they have encountered multiple similar issues over the past 3 years regarding burned triac in the machines. The bmt could not verify how many machines were affected, event dates or cause of the events. The bmt stated the affected traic parts were replaced after the issues were discovered and there was no harm to any patients or individuals because of the malfunctions. No samples are available for return.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility biomedical technician (bmt) reported that multiple machines experienced burnt triacs. Upon follow up, the bmt stated they have encountered multiple similar issues over the past 3 years regarding burned triac in the machines. The bmt could not verify how many machines were affected, event dates or cause of the events. The bmt stated the affected traic parts were replaced after the issues were discovered and there was no harm to any patients or individuals because of the malfunctions. No samples are available for return.